Manufacturer narrative:
(B)(4).

Event description:
Customer informs that the staple line was bleeding at right colic artery bundle, during a laparoscopy right hemicolectomy. Bleeding was detected two days after surgery but was not more than 500cc. Therefore, there was no need to intervene. Status of the patient is good health state.